Event description:
On (B)(6) 2011, pt reported the buttons on the infusion device are "worn severely," and she has to press the menu and check buttons several times for the infusion device to respond. The protective rubber near the up button has peeled off completely, and the base plate of the infusion device is visible. The infusion device is worn in a protective case. Pt has used the primary infusion device for 3 years and has switched to the backup infusion device. No physiological effects were reported, and pt did not required treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval.